Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "transmitter malfunction. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.